Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the severly tortuous, severely calcified mid to distal right coronary artery. The physician had difficulty crossing the lesion with the 2.50x32mm taxus liberte stent and it was noted that the stent was flared. The procedure was completed with a different device. There were no reported complications and the patient condition is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).